Manufacturer narrative:
Device has not been returned for evaluation. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." 50 tools were distributed from this lot, 12 to this facility. There have ben no reports of tool breakage for other tools from this production lot.

Event description:
Dissecting tool broke while turning flap for craniotomy. Breakage occurred while in contact with the patient. The tip of the tool could not be found. X-ray was taken. Results were negative for foreign body. There was no direct patient impact. Internal incident report was created.